Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital due to syncope. Review of the implanted system revealed noise and oversensing on the right ventricular (rv) channel of this pacemaker system. The oversensing resulted in greater than 6 seconds of pacing inhibition. During testing, some noise was reproduced during deep inspiration. It was also noted that thresholds were occasionally high and one beat of loss of capture was observed. Technical services was consulted and testing was recommended to confirm lead integrity. The system was reprogrammed. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received that the observation has not reoccurred. The system is performing normally and the physician has elected to continue monitoring.